Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating power error and expiratory flow meter error. The service engineer found that the expiratory channel printed circuit board (pcb) was faulty and replaced it, which resolved the problem. Device logs were not available. The defective pcb has not been received by the factory for investigation. Internal power errors may lead to stop of ventilation. Usually related to the dc/dc & standard connectors pcb, which was not found defective by the service engineer. Alarms will be generated. Expiratory flow meter error will in itself not affect ventilation. Usually related to the replaced expiratory channel pcb. Since no defective part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated error codes indicating an expiratory flow meter error and a power error. There was no patient harm. Manufacturer's ref #: (B)(4).